Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering from the following symptoms: urticaria, hives, allergic rhinitis, itchy and watery eyes and dyspnea. Plaintiff alleges developing a latex allergy.